Event description:
It was reported that when implanting the first intraocular lens that was not manufactured by abbott medical optics, there was a posterior capsular tear. The doctor stated he could not angle the lens accordingly so it was removed. The doctor then used the model za9003 intraocular lens and tried placing the lens into the sulcus. However, due to a radial tear of the anterior leaflet, this lens did not position. In addition, it was stated that the haptic detached during manipulation. The incision was then enlarged and the za9003 lens was removed. A third lens was placed, which was not manufactured by abbott medical optics. Four sutures were used and there was an enlarged incision. The patient was stated to have corneal edema post operatively; however, is recovering well.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.